Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v003826, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID neu_tlock_anchor, product type: accessory; product ID neu_wrench_acc, product type: accessory; product ID neu_siliconeanchor, product type: accessory. Analysis of implantable neurostimulator (ins) ¿model 37701 serial (B)(4)¿ found no significant anomalies. Analysis of lead ¿model 3998 lot v003826¿ found the conductor was broken at the silicone anchor site and a twist at the lock site. The outer insulation in between the connectors was discolored, expanded, and damaged. All conductors were broken on the #4-#7 leg of the lead 9.3 cm from the distal end. Three unknown conductors were broken on the #0 - # 3 legs of the lead 10.9 cm from the distal end. Three unknown conductors were broken on the #0 - # 3 leg of the lead 10.2 cm from the distal end. Analysis of the extension ¿model 3708260 serial (B)(4)¿ found a breached depression in the outer insulation 27.5 cm from the proximal end. (B)(4).

Event description:
It was reported there were high impedances on all electrodes of greater than 3,600 ohms. The patient¿s implantable neurostimulator (ins) stopped working and the patient was not able to feel all stimulation. It was unknown when this occurred. The plan was for the healthcare provider (hcp) to complete a back fusion, decompression and inferior caging with a bone graft for the patient and at that time the hcp also revised and replaced the patient¿s ins. During the surgery, the old battery was disconnected and an impedance check with the multi lead trialing cable (mltc) was performed and ¿10,000 v¿ was noted. Then, the hcp went to the lead connection and found that the paddle was damaged. The lead was removed to make room for the fusion surgery and was replaced with a new lead. The new lead was hooked up to the extension and an impedance check was normal. When the hcp attempted to advance the extension all the way into the 0-7 plug, it wouldn¿t advance all the way. An attempt to advance the extension all the way in the 8-15 port was made, but was unsuccessful. The old extension was reconnected to the mltc and the impedances for the number impedance check with the multi lead trialing cable (mltc) was performed and 7 electrode was great the 10,000 ohms and 1 electrode was greater than 50 ohms. The impedances were retested and the 7 electrode was normal, but the 1 electrode was greater than 10,000 ohms. The hcp tried multiple ports on the new and old battery and the extension would not advance fully into the ports. It was at that point a decision was made to replace the old extension with a new one. After this was done the impedances were normal and the extension seated appropriately into the new battery. The diagnostic tests conducted were impedance testing, x-rays and reprogramming. It appeared the lead was broken, but it was unsure what was wrong with the extension as it was working but then wouldn¿t advance into the new battery. The patient had less than 50% therapy relief in the lower back and legs. Additional information received reported that the patient was doing well. They got good coverage of the right and left lead with two separate programs.